Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an issue with cassette attachment. There was unknown patient involvement.

Manufacturer narrative:
D4 - model #, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed. The high alarm related to 'cassette not attached properly' was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was one previous repair noted. The allegation made by the complainant could not be replicated and confirmed. However, the probable root cause of the event was due to a downstream occlusion (dso) sensor and was then replaced.